Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the vessel. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The 2.25x08mm xience alpine device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that during a procedure of the heavily calcified distal left anterior descending artery (lad) a 2.75 x 23 mm xience alpine stent delivery system (sds) was advanced in a guideliner, but could not cross the lesion due to the anatomy. While attempting to remove the sds, it caught on the edge of the guideliner, dislodging the stent implant distally off the balloon and remaining on the guide wire. Two unspecified balloon dilatation catheters (bdc) were used to implant the stent in the proximal lad. A 2.25 x 8 mm xience alpine sds was advanced in a guideliner, but could not cross the lesion due to the anatomy. During removal, the stent implant caught on the guideliner and dislodged from the balloon. An unsuccessful attempt was made to keep the stent in the guideliner, but the stent implant remained in the vessel. A 3.5 x 23 mm alpine sds was used to crush the dislodged stent to the vessel wall in the proximal lad. A new guideliner was advanced through the implanted stents and two non-abbott stents were implanted with a good flow in the distal lad lesion. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.